Manufacturer narrative:
Evaluation summary - the device was returned to gore for evaluation. Engineering observed that the leading olive was separated from the delivery catheter. There was no evidence of a bond for the leading olive on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the olive separation from the catheter is due to a lack of bonding between the leading olive and the delivery catheter.

Manufacturer narrative:
Medications: aspirin, benadryl, hydrochlorothiazide, lisinopril. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported there was no difficulty advancing or deploying the contralateral leg component. However, after withdrawal of the delivery catheter, the leading olive was reportedly missing. Imaging reportedly identified the leading olive of the delivery catheter inside the sheath. It was reported the olive was removed from the patient as the sheath was withdrawn from the patient. The procedure was concluded with no further issues. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected: lot number, catalog number, expiration date and manufacturing date.